Event description:
The customer reported that the unit showed a charge button failure during the opcheck.

Manufacturer narrative:
The customer reported that the unit showed a charge button failure during the opcheck. The unit was evaluated at philips, and the failure was verified. Replacement of the processor pca resolved this failure.